Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 1.3, med's inratio: 3.4. Results done within 2 hours of each other. Pt's target therapeutic range is 2.0 - 3.0.